Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) levels ranging from 200 mg/dl to greater than 400 mg/dl, which were addressed with correction boluses and manual injections. Reportedly, the customer did not know the cause of the high bg, however; a few events were associated with not delivering enough bolus or eating and not bolusing. Tandem technical support advised the customer to discuss elevated bgs with a healthcare provider.